Event description:
Facility reports three patients with a corneal burn during surgery. Additional information has been requested. This report is being submitted as manufacturer report number 2028159-2006-00361. The other manufacturer report numbers are: MDR #2028159-2006-00359, MDR #2028159-2006-00360.

Manufacturer narrative:
Determination of root cause: assessment: a company service rep checked system and found it met performance specifications. Customer was contacted regarding possible causes of thermal injuries. Conclusion: no corrective action required at this time.